Event description:
It was reported hex driver end broken off in the instrument making it very hard to  remove the device. No additional information is available.

Manufacturer narrative:
(B)(4). G2: australia h6-component code- suggested code: mechanical -(04)- drill bit. No product was returned ; visual and dimensional evaluations could not be performed. Photographs were provided for placement guide and the case tray and nothing was provided for the fractured instrument. Lot identification is necessary for review of device history records, lot identification was not provided. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. This complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.